Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A synergy stent was deployed in the lesion and another 2 .50mmx20mm synergy ii stent was advanced to the lesion to overlap the first stent however, some resistance was encountered. The device was removed from the patient's body and it was noted that the distal end of the stent had flared. The device was not used and the procedure was completed using another of the same device. No patient complications were reported.